Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 on channel a was confirmed in the pump's event history by a baxter service technician. This condition was caused by a defective air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 810:04 on channel a. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, a baxter service technician discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.